Event description:
The report stated that gauze that was in use at the surgical site was noticed as burned. The electrosurgical pencil was in close proximity to the gauze but the tip of the electrosurgical pencil did not touch the gauze. The gauze was reported as dry and it was reported as unk when asked if any arcing was noticed. The hospital also reported as unk when asked if any flame was noticed on the gauze. The site reported they were using pure cut fulgurate mode. There was no pt injury. Another pencil was opened and used to complete the procedure.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.